Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation as it was discarded. Visual inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review revealed there is no non-conformance report (ncr) or exception report associated to the production order. The complaint history search revealed no other complaints were related to this investigation. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 27.0 diopter was explanted from a female patient's right eye due to a refractive surprise. The patient ended up with a myopic shift of -5 diopter. The lens was replaced with the same model lens with a 22.0 diopter. Incision enlargement of 2.75 was required to make the lens exchange possible. The patient is currently doing okay with the new lens. The explanted lens was not available as it had discarded. Patient's visual acuity: visual acuity pre-op (pre-initial implant): 20/50. Visual acuity post-op (post-initial implant): 20/70. Visual acuity post-op (post-replacement): 20/30.